Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that an error code, possibly b360 or b60 was displayed during a therapeutic hysterectomy procedure involving an olympus video system center. The procedure was completed using the same device. There was no patient injury reported.